Event description:
This event was reported as a fungal infection with torulopsis. Patient underwent medical intervention with amphotericin antibiotic therapy. The bioprosthesis remains implanted. Baxter's investigation of this event included verification of the sterility of the bioprosthesis.